Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. Per the instructions for use of the device, seroma is a known possible risk of use of the device. The patient is currently under observation. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions via email to report that a clinician's office reported a lump directly over the patient's pump. Clinician's office reported that a physician aspirated the lump and was only able to remove 0.1ml of clear fluid. This lump was found at a patient's refill. At this time, no additional treatment has been provided to the patient. The patient is being kept under observation.

Manufacturer narrative:
The patient is currently under observation. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Additional communication confirmed: an ultrasound was performed that confirmed that the lump over the anterior surface of the pump is encapsulated in clear fluid. No doppler flow was seen. At the lower medial edge of the pump is a separate encapsulated area, but this also contains some mobile debris and appears to be around the pump tubing. No doppler flow is seen there either. It was suggested that the physician keep the situation under observation.